Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to report they believe their bravo recorder is not collecting enough data. The account manager performed a test with the simulator and it appeared that the recorder is not capturing the correct data. Tech support requested the account manager send in a copy of the test study he performed for review. The device is under warranty and will be returned for investigation. A repeat procedure was performed due to the alleged device malfunction. There was no harm to the patient due to the alleged device malfunction.

Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successful ly, performed test study and download the study data successfully; recorder physical examination conclusion is that recorder function properly without any problems; the reported problem was not confirmed. A review of the DHR indicating that the product was released meeting finished product specifications. The device was being used for diagnosis. The product was not reported condition or incident. The device as received meet to specifications. The conclusion of the investigation is: problem not found. If information is provided in the future, a supplemental report will be issued.